Event description:
It was reported that during the prophylactic replacement of the right ventricular (rv) lead, the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694965 lead 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial lead was returned, analysis was performed and no anomalies were found.